Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump has a blank display. Customer's blood glucose was 74 mg/dl. Customer was advised to disconnect from the device. Customer has received a new battery cap. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.